Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-10149, 10151. The pt rec'd the scs system on (B)(6) 2008. It was reported the pt had fallen. The pt reported that the scs system has not been working for approx three yrs. The pt also reported the ipg site was painful and requested that the ipg be removed. An x-ray revealed a lead fracture and lead migration. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.